Event description:
It was reported that 1 day post implant, high threshold was observed. The lead was successfully repositioned with no complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the rv lead dislodged. The lead was successfully repositioned.